Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that the patient's ble is connected and performing appropriately, however, no information was provided as to what caused the ble issue or how it was resolved. There were no patient consequences reported.